Event description:
Needle broke off inside the abdomen(medical device complication). Case description: this spontaneous case, reported by a consumer and medically confirmed as "needle broke off inside abdomen", concerns a female user of novofine 30g needle due to diabetes mellitus type 2. In 2005 a needle broke off inside the pt's abdomen during injection. Reportedly, the needle had been used for 4 days. An x-ray was performed (at another hosp), which revealed the broken needle in her abdomen. The dr did not suggest surgery as he found that it would be difficult to remove the needle. The dr told the pt that the event was due to the quality of the needle. Reportedly, the pt had not been trained in the use of the device, and the pt only performs air shots to some of the injections. Finally, the pt had never performed a function check of the device. The pt has not yet recovere from the event. Reportedly the needle is not forwarded for investigation yet.